Manufacturer narrative:
A follow-up report will be submitted when additional information is received or upon completion of the investigation.

Event description:
It was reported that the blood oxygen saturation measurement was not functioning. It is unknown if the device was in clinical use when the issue was discovered but no patient harm was reported.

Event description:
Statement of the reported problem: this report is based on information provided by our philips complaint handling team. Philips received a complaint on the intellivue mp20 sn unknown indicating blood oxygen saturation measurement failure. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported. Functional testing/service repair/technical investigation: a technical investigation was provided by the medical staff. The service engineer (se) from the department of hospital equipment (dhe) performed functional testing on the device. At time of the event, the medical staff (ms) monitored the patient's vital signs and found that the blood oxygen saturation measurement was faulty. The (me) checked lead contact and reported it to be in good condition, which then prompted a check of the spo2 sensor. The (me) discovered the blood oxygen saturation probe sensor light was not on. The (se) tested the spo2 sensor and the results confirmed the customer's reported allegations there was blood oxygen probe failure. Confirmation: based on the information available and the testing conducted, the cause of the reported problem was confirmed. The reported problem was confirmed. Further action decision: based on the information available and results of additional analysis, no further action is necessary at this time. Risk analysis: a review of the risk management file was performed and initial reportability decision (based on information currently available) is that the record was determined to be reportable. It was reported the device presented with the following: the spo2 measurement stopped updating without an inop or other alert to the user and was the only measurement that had delayed updates. The issue may not be immediately apparent to the user who is expecting continuous spo2 monitoring. A delay in spo2 measurement update could lead to a delayed recognition of a change in patient condition and a delay of treatment. Closure & product disposition: after the blood oxygen probes were replaced, the device was returned to functional use with no further issues identified. The device remains at the customer site. Without the material being returned, we are not able to perform an evaluation to determine the cause of the reported incident. No further investigation or action is warranted at this time.